Event description:
A report was received that following the permanent implant procedure the patient experienced swelling with redness and a tender sensation at the lead insertion point. The physician suspected possible infection or bruising directly related to the procedure and not to the device. The patient was prescribed prophylactic antibiotics.

Event description:
A report was received that following the permanent implant procedure the patient experienced swelling with redness and a tender sensation at the lead insertion point. The physician suspected possible infection or bruising directly related to the procedure and not to the device. The patient was prescribed prophylactic antibiotics.

Manufacturer narrative:
Additional information was received that the event was not related to the procedure. Pain medication use resulted in reduction of pain and swelling dissipated prior to the first follow up with the physician.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit 30cm.